Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error alarm and exposure to moisture found on (B)(6) 2021. The insulin pump was received with a critical pump error alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. The insulin pump failed to open the download window as per by-pass steps and displayed critical pump error alarm immediately preventing download of history files and traces using thump. The insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. Corrosion was also found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. Critical pump error alarm was confirmed. Unable to download history files and traces was confirmed. Critical pump error alarm and unable to download history files and traces due to corrosion on the electronic assembly. The insulin pump exposed to moisture confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with an open book image. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.